Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer ran precision testing on quality controls, which resulted in high values. The cause of the discordant, falsely elevated tni-ultra result is unknown. Siemens is investigating this issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The following day the patient was redrawn and the new sample was tested, resulting lower. The original sample was then retested, and the result matched with the redraw. It is unknown if the corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2016-00023 was filed on january 22, 2016. Additional information (12/28/2015): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the wash unit and maintenance kit, after which test results were acceptable. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.